Manufacturer narrative:
The customer no longer has the test strips to return.

Event description:
The customer complained of erroneous results for 1 patient in the intensive care unit tested on inform ii meter with serial number (B)(4). At 8:11 a.m. The result from the inform ii meter was hi (result greater than 600 mg/dl). The nurse believed the sample producing the hi result was contaminated as the patient had an IV containing d50 or d100 at the time of the test. It was not known if the sample obtained was arterial, venous or from a capillary finger stick. At 8:14 a.m. The result from the laboratory was 107 mg/dl. The result from the laboratory was believed to be correct. Quality controls were in range within 24 hours of the comparison. No adverse event occurred due to the device. The patient is no longer in the ICU. The customer does not know if all the results were performed on the same vial of strips. The suspect product was requested for investigation; however, the test strips are no longer available for return. A specific root cause could not be identified for this event. The product is not available to complete the investigation. The possible contamination mentioned by the customer cannot be excluded as a potential root cause for the discrepant results. None of the treatments or medications provided are currently known to interfere with the accuracy of test results.